Event description:
It was reported that the patient presented for remote follow up via merin.net. A review of the transmission showed that inappropriate high voltage (hv) therapy was delivered by the implantable cardioverter defibrillator. Inappropriate shock was attributed to misdiagnosis of supraventricular tachycardia. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.